Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an increase in enhancement rate over the past year. Additional information received states the surgeon noted that his enhancement rate is usually at 1% and as greatly increased over the last year. Also, specific patient data is not available.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service shows visits for preventive maintenance and a gas bottle replacement. Root cause can not be determined conclusively. The manufacturer internal reference number is: (B)(4).